Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an unknown endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. Per med sun report: "preparing hemospray for use - turning knob on bottom to puncture co2 cartridge. Potential energy turned into kinetic energy in the wrong direction - splitting the handle and blew out the bottom of device. Co2 cartridge has a small imperfection at the top of its tip." Per the information available in the med sun report, there were no clinical consequences to the patient or user.

Event description:
During preparation of an unknown endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. Per med sun report dated 11/27/2024 maude database reference number (B)(4). "Preparing hemospray for use - turning knob on bottom to puncture co2 cartridge. Potential energy turned into kinetic energy in the wrong direction - splitting the handle and blew out the bottom of device. Co2 cartridge has a small imperfection at the top of its tip." Per the information available in the med sun report, there were no clinical consequences to the patient or user.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. A review of the device history record could not be conducted because the lot number was not provided. However, a limited number of lots including this device's rpn are within the scope of field action 066-r or 067-r. It is possible that the failure experienced by the user is related to these field actions and the complaint is therefore considered confirmed. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, a field action (reference field actions 066-r and 067-r) has been initiated for activation knob nonconformance resulting in breakage. Therefore, this report is confirmed. A supplier corrective action request (scar) was initiated to further investigate device failure due to activation knob breakage. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a supplier corrective action request (scar) was initiated to further investigate device failure due to activation knob breakage. The product said to be involved is included in the scope of the supplier corrective action request. . A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.